Event description:
It was reported that this artificial urinary sphincter (aus) exhibited fluid leakage from the balloon. A revision surgery was performed to explant and replaced the device. No further details were provided.